Event description:
During the procedure, a cook fusion biliary dilation balloon was used for dilation of the papilla. The balloon was inflated with water and leakage was found during the procedure. The procedure was completed by changing to a new one. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our investigation of the returned device confirmed the report. The balloon was inflated with a qbid inflation device and a small stream of water was observed coming out of the balloon. During a visual examination under magnification a hole can be seen in the balloon. The hole has the appearance of a rip. Along one end of the hole some of the balloon material was pulled from the inside out. No part of the balloon was missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report the device was used for endoscopic papillary balloon dilation (epbd). The instructions for use states: "the fusion biliary dilation balloon is intended to dilate strictures of the biliary tree" (if used for non-intended purpose, it is unapproved indication). A possible contributing factor to balloon material rupture is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that maintaining a vacuum prior to advancement through the endoscope is mandatory to ensue balloon deflation. The application of negative pressure (vacuum) will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon leak can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not inflate the balloon prior to introduction into the scope." The instructions for use also contain the following precaution: "the entire balloon should be extended beyond the tip of the scope and be fluoroscopically visualized and positioned before inflation." Prior to distribution, all fusion biliary dilation balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assesment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.